Event description:
The user facility rep (the rep) reported that the dermatomes are skipping and tearing the graft. The rep could not comment on the settings, the dermatomes were on when this occurred. The rep reported that the dermatomes were vibrating so much that they change the thickness settings during grafting. No extra grafts were taken from the pts, and the users stopped right away when tearing occurred. The rep stated that the users might have tried changing the blades. The incidents did not cause serious injury to any of the pts. However, the rep could not comment on their current status.

Manufacturer narrative:
The gage bar was damaged by user. The motor was corroded. The dga bearing was worn from corrosion. User damage to gage bar most likely was the root cause of the undesireable operation.